Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that about 6 months ago noticed that the implant is trying to push its way out and gets sore on the back. Patient said that ins battery is getting close to being low. Patient said that had a trip and fall in december however noticed this issue before the fall. When asked, patient said hasn't used the implant since november because started on medication. Patient said stimulation has been off since november. Reviewed general use of external devices and explained that implant has separate battery. Patient asked how implant can be turned off. Patient said is pretty confident that stimulation is off. The patient was redirected to their healthcare provider to further address the issue. Patient said has an appoint to see new managing physician in july to schedule device removal.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.